Event description:
It was reported that an echocardiogram was performed and loss of left ventricular capture was observed. The left ventricular lead was turned off at that time. On (B)(6) 2013 the patient presented for an office visit and a chest x-ray revealed that the left ventricular lead appeared coiled within the pocket and dislodged. The lead was explanted and replaced on (B)(6) 2013.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.